Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During the procedure, the catheter was unable to achieve irrigation. Flushing the device was attempted through the irrigation port but they were unable to observe any saline coming from tip. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device isn't expected to return for laboratory analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.